Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the spo2 alarm on the device did not activate when oxygen saturation reached its lower limits during pre-operative preparation. The device alarm failed when the issue occurred. The device was tested before use, and the lower and high alarms were updated. There was an visual but no audible alarm. Troubleshooting steps included testing the device and updating alarm settings, as well as swapping to isolate the issue. There was no patient involved.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted upon powering on the unit, no audio output was present. Further diagnostics revealed that the speaker connector inside the main board was unplugged. The software was updated and the co2 board was recalibrated. Both the internal and external batteries were replaced due to age and routine maintenance. The issue was resolved by properly reconnect the speaker connector. It was reported that the spo2 alarm on the device did not activate when oxygen saturation reached its lower limits during pre-operative preparation. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.